Manufacturer narrative:
H6: investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h10

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in catheter split. The following information was provided by the initial reporter: material no: 381823 batch no: unknown (reported 0324364-invalid); unknown from unknown second event it was reported via email: customer encountered on two separate occasions event description per email states: today when starting an IV my patient stated it didn¿t feel right and when I removed the catheter to try again the catheter itself was split into two like a banana peel I inspected catheter and it appeared to be intact. I have never had that happen before and mentioned it to CT [staff member] who not so long ago had it happen as well I am not sure lot number off of CT [staff member's] but I did get lot number off of mine #0324364.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in catheter split. The following information was provided by the initial reporter: material no: 381823 batch no: unknown (reported 0324364-invalid); unknown from unknown second event. It was reported via email: customer encountered on two separate occasions. Event description per email states: today when starting an IV my patient stated it didn¿t feel right and when I removed the catheter to try again the catheter itself was split into two like a banana peel I inspected catheter and it appeared to be intact. I have never had that happen before and mentioned it to CT staff member who not so long ago had it happen as well I am not sure lot number off of CT staff member's but I did get lot number off of mine #0324364.